Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with a large amount of dried bood along lead length, on the proximal conductor. Visual inspection insulation found a breach due to a cut. According to the finding and the anomalies described in the event, and due to the length of time of the implant, it is likely that the extrinsic insulation breach was contribute to the electrical of high thresholds and caused at the time of implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness. The right ventricular (rv) lead was exhibiting unstable thresholds. The rv lead was explanted and replaced. No further complications have been reported as a result of this event.